Manufacturer narrative:
Additional information provided in d.4., h.3., h.4., h.6. And h.10. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are two medical device reports associated with this patient. This report is associated with the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient cannot see very well. Surgeon implanted a non toric iol in each eye under topical anesthetic on (B)(6) 2021, the surgery was uncomplicated for each eye. Surgeon heard from the friend that the patient had an excellent vision in the initial postoperative period. However, patient developed postoperative cystoid macular oedema in each eye and his vision was reduced accordingly to left (B)(6). Patient received topical prednisolone and ketorolac tromethamine and the cystoid macular oedema was resolved in each eye as confirmed with a macula (oct) optical coherence tomography. There was no intraocular inflammation and the iols are well centered and clear. Subjectively the vision was clear for distance but for reading it was blurred. On (B)(6) 2021, the vision for distance was also blurred. There are two medical device reports associated with this patient. This report is associated with the left eye.